Event description:
The customer reported that while the unit was in use on a pt, the unit shut down intermittently and displayed electrical failure code 35 (6802 display not communicating with 68020 dss). The pt was switched to another unit and therapy was continued. No pt injury was reported.